Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after blood collection 3 bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes had the stopper come off. There was no report of patient impact.

Event description:
It was reported that after blood collection 3 bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes had the stopper come off. There was no report of patient impact.

Manufacturer narrative:
Investigation summary bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for stopper pop off with the incident lot was not observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.